Event description:
Customer received a blood glucose result of 276mg/dl at 4:17pm. They took 10 units of insulin based on the result of the device. At 5:45pm the customer stated they were having low blood glucose symptoms. They tested and received a result of 44 mg/dl. Five mins later they rec'd a result of 69mg/dl. Paramedics were called and they received a result of 41mg/dl on their device. The customer was given glucose, orange juice, and a peanut butter and jelly sandwich. Level one control was in range. A request was made for the return of the suspect device and replacement product was sent.